Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysteroscopy novasure ablation). At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and uterine haemorrhage to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 37-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis, bariatric surgery and endometrial polyp. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (hysteroscopy novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: left: 4 coils, right: 3 coils. Lot number: b06100. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, patient middle name, dob, medical history, product lot number, rcc, product removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 37-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis, bariatric surgery and endometrial polyp. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (hysteroscopy novasure ablation ,essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: left: 4 coils, right: 3 coils. Lot number: b06100. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding, dysmenorrhea, menorrhagia. Lot number:b06100 manufacturing date:2013-03 expiration date:2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.